Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient reported it was very hard for them to charge the implant and the issue began almost right away. Patient wondered if the implant moved around and when agent asked patient if they could feel the implant move or have discomfort in the implant area, patient responded that they didn't think the actual implant was bothering them. Patient mentioned they could easily charge the implant and other times they had to hunt the implant down. Patient would lose the connection and they couldn't walk around or do things while charging the implant. Agent reviewed best charging practices. Patient also mentioned they had to charge the implant twice a day. During the call patient reset the recharger. Patient's connection kept going back and forth between good and excellent. Patient was sitting up while charging. Agent redirected patient to their hcp to address the issue.